Manufacturer narrative:
(B) (4). (B) (4). The complaint could not be confirmed because no device was returned for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, malformed staples were noticed after firing the device . A blue reload was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded. (B) (4).